Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. The patient had dislodged the right ventricular (rv) lead due to twiddler's syndrome. X-ray imaging performed on (B)(6) 2021 confirmed the lead dislodgement. Upon interrogation, the patient's right ventricular lead was found to have failure to capture, failure to sense, and high pacing impedance. The rv lead was explanted and replaced on (B)(6) 2021. During the repositioning procedure, the rv lead helix was unable to extend or retract. The patient was stable throughout and no symptoms were reported.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.